Manufacturer narrative:
(B) (4). (B) (4). Anvil not returned. (B) (6). The analysis results found that the device arrived with the anvil missing, otherwise in good visual condition. As the original anvil was not received, further investigation with the original anvil could not be performed. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil; it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B) (4). A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
Requested and received the following information on 6/1/2010: per the surgeon: (B) (6) female. She was in my office today. She is doing better. She still has drainage from her pelvic drain. She has a wound infection from the leak and it is healing in secondarily, slowly but surely.

Event description:
It was reported that during a low anterior resection procedure, the surgeon completed the firing and a leak test was done. The staple line was leaking so the surgeon did a loop ileostomy. The surgeon operated the device correctly, however, the leak test failed.

Manufacturer narrative:
(B) (4). (B) (4).